Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 60 mm diameter abdominal aortic aneurysm. Current aneurysm and vessel morphology were not reported. It was reported that during follow-up the CT showed a proximal type I endoleak; however, the patient was asymptomatic. The physician will monitor the patient. No clinical sequelae were reported.